Event description:
Medtronic received information that during bypass, a crack was found on the luer connector on the line which connects to the pixie oxygenator, causing a leak. The leak caused aspiration of air into the oxygenator. Bypass was stopped and the line was changed out. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned for analysis to medtronic's quality laboratory. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.